Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were sticking, the device did not function properly when tested with saw and had signs of corrosion on contacts. Therefore, the reported condition was confirmed. It was further determined that there was corrosion on internal components and the wires on the electronic control unit were damaged. The assignable root cause was determined to be most likely due to wear on components from improper cleaning and repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device was making a loud noise with a saw attachment device on. It was further reported that the saw attachment device worked well with another handpiece device. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.